Manufacturer narrative:
Investigation included user education and troubleshooting focused on ilet setup. Investigation of this case revealed cause unclear for the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with unclear cause, and the ilet setup was supported through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hypoglycemia while setting up the ilet system and self-treated with oral glucose in the form of yogurt. Symptoms included low blood glucose. Outcomes included temporary interruption and user inconvenience without hospitalization.